Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vascular prove had particulate matter in the inner pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The sample was visually and microscopically examined and one black fiber approximately 1.5 mm long was found in the inner pouch. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.